Event description:
The customer reported that the ups failed and prevented the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the customer's ups was faulty. The system is able to work without using the ups. The system operates as intended.